Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient in ER bed 5 was not properly crossing over in the ER pyxis to pull medications that were due. The customer reported creating a temporary patient and stated that they can provide the patient profile experiencing the issue when contacted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the patient in ER bed 5 was not properly crossing over. A technical support specialist (tss) confirmed that the customer requested case closure, as the issue had been fixed. The tss also mentioned that the customer did not specify the resolution and the customer was not reachable when attempts were made to contact them via phone. The system functioned as intended after the customer resolved the issue.